Event description:
It was reported that during an implant procedure, the stylet was unable to advance within the left ventricular (lv)l lead. The lv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the stylet could not be inserted into the lead was confirmed. As received, a complete lead was returned in one piece. Bunching of the inner coil in the connector region was observed consistent with procedural damage. The stylet insertion test was unable to be performed due to the as received condition of the inner coil. The reported event was isolated to inner coil damage consistent with procedural damage.